Event description:
Initial report stated that when personnel removed the catheter the msd was broken. There were no reported adverse events associated with the report.

Manufacturer narrative:
The condition of the returned device was consistent with the device being somehow kinked during handling. This kink damaged the msd which then fractured during use.